Event description:
Surgeon was using a mitek, vapr lds electrode during a subacromial decompression. His pa pulled the electrode out of the cannula and noticed that the active electrode was missing from the tip of the device. The metal active electrode tip was found on the patient's shoulder. The piece was removed from the patient and the case continued on without further complications. Situation did not result in any patient injury. If this were to recur while in the joint it could result in surgical intervention being required to prevent any potential injury.